Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult removal of the cds through the sgc or inability to close the clip. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult removal of the cds through the sgc appears to be related to procedural conditions. The reported inability to close the clip appears to be a cascading event of the difficult removal of the cds through the sgc. A cause for the reported tissue injury could not be conclusively determined. The reported patient effect of tissue injury, as listed in the mitraclip g5 system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed on (B)(6) 2026 on a patient with degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with prolapsed posterior leaflet. A mitraclip xtw was inserted and grasping was performed. However, it was observed that the posterior leaflet was torn. Therefore, a decision was made to remove the clip. However, while retracting the cds into the steerable guide catheter (sgc), one arm did not enter the sgc, became caught, and opened slightly. Therefore, an attempt was made to reclose the clip, but the clip would not close. Troubleshooting was performed, but the clip was still unable to be closed. The clip was therefore left where it was stuck. The procedure was then discontinued, and the patient was transferred to surgery. During surgery, it appeared that some leaflet tissue was missing. The clip was successfully removed during surgery. The patient was reported to be recovering.

Event description:
It was reported that a mitraclip procedure was performed on (B)(6), 2026 on a patient with degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with prolapsed posterior leaflet. A mitraclip xtw was inserted and grasping was performed. However, it was observed that the posterior leaflet was torn. Therefore, a decision was made to remove the clip. However, while retracting the cds into the steerable guide catheter (sgc), one arm did not enter the sgc, became caught, and opened slightly. Therefore, an attempt was made to reclose the clip, but the clip would not close. Troubleshooting was performed, but the clip was still unable to be closed. The clip was therefore left where it was stuck. The procedure was then discontinued, and the patient was transferred to surgery. During surgery, it appeared that some leaflet tissue was missing. The clip was successfully removed during surgery. The patient was reported to be recovering.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.